Event description:
A surgeon reported that the first day following a glaucoma filtration device (gfd) implantation procedure, the gfd was observed to be dislocated and touching the iris. Six days later, hypotony occurred approximately one month later, corneal endothelial cell los and bullous keratopathy were observed. A laser suture lysis was performed and treatment with ophthalmic drops were administered. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the gfd remains implanted. The condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. The product investigation could not identify a root cause. There have been four other similar complaints reported in the lot number. Additional info has been requested. (B)(4).